Manufacturer narrative:
Pursuant to title 21: food and drugs, chapter I: food and drug administration department of health and human services, subchapter h -0 medical device, part 803: medical device reporting, subpart a: general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. A fire marshal report was completed by the chicago fire department. The conclusion of the report states: in conclusion the fire originated in the bedroom of nursing home in the covid-19 area and the fire was the result of an open flame igniting ordinary combustibles to include fabric and plastic o2 tubing. The careless use of smoking materials cannot be ruled out as a contributory factor in this investigation. There was no fire extension beyond the area of origin.

Manufacturer narrative:
Caire is coordinating an investigation of the device with a third-party consultant. If any new information is discovered, a follow-up report will be submitted.

Event description:
There was a fire at a rehabilitation facility, the (B)(6). The patient is deceased.